Event description:
It was reported that during a ptca/stent procedure the stent appeared to be partially deployed, however upon removal of the delivery catheter the stent (implant) remained on the delivery catheter. The delivery system was removed without difficulty. A second stent was deployed to complete the procedure. No pt injury was associated with this event.